Manufacturer narrative:
The device was received for evaluation. During visual inspection the male luer was observed separated from the tubing. Upon closer inspection to the tubing observed solvent and the solvent mark met the requirement per the product specifications. Due to the nature of the condition, no additional test could be performed. The reported problem was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link y-type microbore catheter extension set broke off at the point where it was connected to the peripheral catheter. The reporter stated that this caused the unspecified medication to not infuse, and the loss of a minimal amount of patient blood. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.